Event description:
A 6mm diameter * 17mm length medtronic ave billary stent was inserted into the severely calcified renal artery. It was not possible to cross the target lesion, therefore, the physician attempted to push the device, causing it to "bend in such a matter that made it impossible to remove the stent from the patient". Upon removal, the stent dislodged from the stent delivery system at the femoral sheath. Subsequently, the stent was deployed in the patient(location not known) and the target lesion was then treated with another manufacturer's stent. The physician did not follow the instructions for removal of an undeployed stent when the attempt was made to pull the stent back into the sheath. There was no additional clinical sequelae reported relative to the event.